Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with infection at the generator site. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were both sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The generator was explanted due to the infection and a new generator was later re-implanted. Device evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.